Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the device was bent damaged, and failed pre-test for vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the craniotome attachment device was worn, and the neuro tip of the device was bent/damaged. It was noted that the craniotome tip was broken. It was further determined that the device failed pretest for vibration, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.